Manufacturer narrative:
Patient data not currently available. Reporter email and occupation is unknown. Investigation revealed the patient data module (pdm) does not properly close the udp waveform stream upon disconnection from a carescape bx50 monitor when the pdm is reconnected to the host within a few seconds. This result in two active udp waveform streams sen to the host monitor. The issue occurs due to the pdm software.

Event description:
Customer reported that a patient had a heart rate (hr) in the 40's and the nurse changed out electrodes without improvement. A physician went into the room after seeing the hr on the central monitor and palpated a pulse of approximately 80 bpm. The patient data module was changed out and the problem was resolved. There was no reported patient injury associated with this event.